Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) as a result of long pauses between ventricular beats. Technical services (ts) was consulted and discussed this could have been related to the rhythm iq feature, which had already been turned off. It was mentioned that the shocks delivered for the vf were appropriate as device operated as programmed. In addition, ts recommended programming enhancements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.